Event description:
It was reported that the right ventricular lead was oversensing non-physiologic intervals and three non-sustained ventricular tachycardia episodes had artifact noted on the electrogram. A lead integrity alert was triggered. The lead remains in use and surgical intervention is planned. It was also reported that the right atrial lead was oversensing with isometrics and the atrial sensing integrity counter was high. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.